Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was disconnected. The reported blood glucose (bg) level of the customer was 500 mg/dl and the bg level was addressed with boluses as well as a manual injection as needed. The contact indicated that they would ensure a tight luer lock connection.